Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation on the left atrium, an intellanav stablepoint open-irrigated catheter was selected for use. Blockage of irrigation port / insufficient irrigation flow occurred. A catheter recognition failure also occurred. The stablepoint catheter was inserted into the patient after preparation in accordance with the instruction attached in the package. The stablepoint was recognized by maestro generator and metriq pump, however, it was not recognized under rhythmia. The event persisted despite re-entering the study, reconnecting, and replacing the cable; therefore, the catheter was replaced, and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is not expected to be returned due to infection/contamination.